Event description:
It was reported that the patient had a lead warning on the right atrial (ra) lead. Loss of capture with high thresholds, undefined impedance, far field sensing, occasional loss of sensing and possible fracture was observed. The ra lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).